Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high and low blood glucose levels and that the insulin pump may not have been delivering insulin properly. The high blood glucose reading was 300 mg/dl. The customer did not know if the insulin pump was functioning properly but declined troubleshooting assistance for the issue. She stated that, for the past 2 weeks, her boluses were not covering like they normally would. She stated that when she primed, insulin squirted out of the tubing. She noted that she had had low blood glucose levels when she first experienced this issue with the insulin pump. She also reported diabetic bleeding in her eyes during the high blood glucose event, which she described as "giant floaters" in her eyes. Nothing further reported.